Event description:
Edwards received notification that a 19mm aortic valve was explanted after an implant duration of 5 years and 4 months due to calcific degeneration leading to moderate regurgitation and stenosis (65 mmhg). Patient was 64 years-old at the time of the implant that was performed with mini-sternotomy. Explant was performed through sternotomy and a 25mm valve was used in replacement together with a patch to enlarge the aorta. Patient was doing fine after the surgery but had cardiac arrest on pod+12 in the hospital and was put under ECMO that was weaned after 3 days. The valve was functioning well and the surgeon dissociated the cardiac arrest with the ew valves.

Manufacturer narrative:
H10. Additional manufacturer narrative: edwards received additional information through follow up. Supplemental report submitted to update b5.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10. Additional manufacturer narrative: edwards received additional information through follow up. Supplemental report submitted to update b5.

Event description:
Edwards received notification that a patient with a 19mm pericardial aortic valve was explanted after an implant duration of 5 years and 4 months due to calcific degeneration leading to moderate regurgitation and stenosis (65 mmhg). The patient was 64 years-old at the time of the implant that was performed with mini-sternotomy. The explant was performed through sternotomy and a 25mm pericardial aortic valve was used in replacement together with a patch to enlarge the aorta. Patient was doing fine after the surgery but had cardiac arrest in the hospital and was put under ECMO.

Manufacturer narrative:
Evaluation summary: the x-ray demonstrated wireform intact and heavy calcification on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 on the inflow aspect and 4mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect. Host tissue fused leaflets 1 and 3 by approximately 4mm at commissure 1 on the outflow aspect. Sewing ring was cut off around the inflow aspect of the valve and exposed the wireform. Customer reports of degeneration and stenosis were confirmed through observed calcification and host tissue overgrowth. Report of regurgitation could not be confirmed through visual observations. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the calcification and pannus remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 19mm pericardial aortic valve was explanted after an implant duration of 5 years and 4 months due to calcific degeneration leading to moderate regurgitation and stenosis (65 mmhg). Patient was (B)(6) years-old at the time of the implant that was performed with mini-sternotomy. Explant was performed through sternotomy. The device was returned for evaluation.